Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference pas-002-pic- collapsed tubes.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes were collapsed. No report of injury or medical intervention. No report of blood exposure to mucous membrane.